Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4/5 due to stenosis and degenerative disc disease. During the surgery, interbody device broke upon insertion. Broken interbody cage was removed and replaced with a new one. No fragments of the product remained inside the patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.